Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The product support engineer (pse) provided parts identification for the flow sensor assy. The pse provided manual reference to removal and replacement and discussed repair. The returned gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.